Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl. The customer had symptoms such as vomiting. The cannula of the infusion set kept falling out. Troubleshooting was performed tape not sticking on the infusion the insulin pump was not returned for analysis.